Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro electrocautery would not stop firing even when physician assistant stopped activating it. The jaws sparked and caused melting to the silicone of the jaws. It was also noted that the account had sterilized the cord more than the 20 times recommended in the instruction for use of this device.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of blood was observed on the jaws. Specks of blood was observed on the harvesting handles. The heater is observed to be flexed away at the center of the hot jaw. The wire remained attached at the base and at the tip of the hot jaw. The silicon insulation on the hot jaw was cracked and frayed. The silicon insulation on the tip of the hot jaw is peeled with detachment. The detached piece was not returned with the device. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint was not confirmed for reported failure "cracked; jaw" but was confirmed for the reported failure mode " device remains activated" and for the analyzed failures "bent wire", "peeled; jaw" and "thermal decomposition of device". Specific actions for the reported failure mode "device remains activated" is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro electrocautery would not stop firing even when pa stopped activating it. The jaws remained activated causing sparking that melted the silicone of the jaw. Based on talking with the account, they sterilized the cord more than 20 times, which probably contributed to the malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.